Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 256 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source using an alternate wall adapter. Customer acknowledged. Upon follow up, the customer indicated that the pump was able to charge successfully using the alternate wall adapter.